Manufacturer narrative:
There was no report of patient injury. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump became unresponsive during procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was able to confirm the reported issue. The touch screen was replaced with a new led touch screen and the pump was tested and found to be working as expected. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation (B)(4) has been opened to investigate this type of issue further and determine the root cause.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during procedure. There was no report of patient injury.